Manufacturer narrative:
Investigation pending.

Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: (B)(6) 2012, inratio: >7.5, lab: 2.5. Pt's therapeutic range: 2.0 - 3.0.